Event description:
This lead was explanted due to varying impedances measurements and replaced. This device was retained by the hospital. Should additional information become available, this file will be updated.